Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced foreign matter on device catheter and needle. The following information was provided by the initial reporter: this is a report about foreign matter on iagbc. According to the customer's report, when checking before use after unpacking, the hcp found a transparent fm adhering to the catheter and needle.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received seven photos and one 22gx1.00in insyte autoguard device from lot number 2164974. The report of foreign matter could not be confirmed from the photographs or the physical sample that were provided for investigation. A review of the photos and physical sample revealed nothing remarkable. A microscopic examination revealed a layer of lubrication on the catheter, which is expected and would not be considered foreign material. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter experienced foreign matter on device catheter and needle. The following information was provided by the initial reporter: this is a report about foreign matter on iagbc. According to the customer's report, when checking before use after unpacking, the hcp found a transparent fm adhering to the catheter and needle.